Event description:
A distraction rod broke on the pt's right side two days after distraction. During the removal of the broken device, the pt's ramus was fractured.

Manufacturer narrative:
Summary of eval: eval results indicate that this event would not be associated with the device but rather would be related to user technique.